Event description:
Per the clinic, the patient experienced intermittent connection since 2010 (specific date not reported) and subsequent loss of sound with the device on june 21, 2026. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026; and the patient was re-implanted with another cochlear device during the same surgery.